Event description:
Additional information received from the manufacturing representative indicated that the patient's leads were replaced on (B)(6) 2016, and their coverage has been resolved on their right side.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and spinal pain. The manufacturer representative reported that per the patient stimulation was only helping their left sided pain. Stimulation in the right was not effective in relieving their pain. The patient reported that they had falls. Impedance checks showed that all impedances were within limits. Electrode reprogramming was attempted for better right side coverage but it was unsuccessful. The patient was scheduled for a lead revision/replacement on (B)(6) 2016. The manufacturer representative expected to know more about the resolution of the issue on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.